Manufacturer narrative:
G5: no combination product.

Manufacturer narrative:
B5: the event description was corrected: "(type unknown yet)" was removed from the last paragraph.

Event description:
It was reported to gore that the patient was treated with gore® excluder® iliac branch endoprosthesis on (B)(6) 2019. It was stated, that a control computed tomography showed a type ib endoleak at the distal end of the internal iliac component (hgb161207) and a type ib endoleak at the distal end of the gore® excluder® iliac branch endoprosthesis (ceb231210). It was stated, that ceb and hgb were appropriately sized according to the instructions for use (IFU) and that there was no excessive calcium or thrombus in the sealing zone. Reportedly, they selected the sealing zones according to the IFU. It was reported, that there was a lot of problems during all the procedure due to the difficulty of capturing the gate of the gore® excluder® aaa endoprosthesis featuring c3® delivery system. No detailed description of these problems was provided to gore. The physician suspected that perhaps, amongst the various maneuvers to be able to capture the gate, he may have inadvertently moved the ibe which might have led to the endoleaks. Reportedly, on (B)(6) 2020, both type ib endoleaks were treated as follows: the distal endoleak at the hgb was treated with a gore® viabahn® vbx balloon expandable endoprosthesis by extending the hgb distally. The distal endoleak at the ceb was treated with a gore® excluder® iliac extender endoprosthesis (pll161207) by extending the ceb distally.

Manufacturer narrative:
B5: updated event description. H6-code 4111: additional information and imaging dicom series were requested from the reporter. The requested information was not provided to gore. H6-code 4117: the device remains implanted in the patient and is not accessible for evaluation. It was reported, that the delivery system of the device was discarded at the facility during the initial procedure. H6-code 213: the device remains implanted and the delivery system was discarded at the facility. Therefore an engineering evaluation could not be performed. Images were requested but not provided to gore and therefore an evaluation could not be performed. Without additional information, gore was unable to do further investigation of this event.

Event description:
It was reported to gore that the patient was treated with gore® excluder® iliac branch endoprosthesis on (B)(6) 2019. It was stated, that a control computed tomography showed a type ib endoleak at the distal end of the internal iliac component (hgb161207) and a type ib endoleak at the distal end of the gore® excluder® iliac branch endoprosthesis (ceb231210). It was stated, that ceb and hgb were appropriately sized according to the instructions for use (IFU) and that there was no excessive calcium or thrombus in the sealing zone. Reportedly, they selected the sealing zones according to the IFU. It was reported, that there was a lot of problems during all the procedure due to the difficulty of capturing the gate of the gore® excluder® aaa endoprosthesis featuring c3® delivery system. No detailed description of these problems was provided to gore. The physician suspected that perhaps, amongst the various maneuvers to be able to capture the gate, he may have inadvertently moved the ibe which might have led to the endoleaks. Reportedly, on (B)(6) 2020, both type ib endoleaks were treated as follows: the distal endoleak at the hgb was treated with a gore® viabahn® vbx balloon expandable endoprosthesis by extending the hgb distally. The distal endoleak at the ceb was treated with a gore® excluder® (type unknown yet) iliac extender endoprosthesis (pll161207) by extending the ceb distally.

Manufacturer narrative:
Gender, weight, age, date of birth were requested, but not disclosed to gore updated date of event: the imaging date showing the endoleak is unknown, therefore the date the relinement was performed, (B)(6) 2020, was used as the date of event as a best estimate. Code 213: a review of the manufacturing records indicated the lot met pre-release specifications.

Event description:
It was reported to gore that the patient was treated with gore® excluder® iliac branch endoprosthesis on (B)(6) 2019. It was stated, that a control computed tomography showed a type ib endoleak at the distal end of the internal iliac component (hgb161207) and a type ib endoleak at the distal end of the gore® excluder® iliac branch endoprosthesis (ceb231210). It was stated, that ceb and hgb were appropriately sized according to the instructions for use (IFU) and that there was no excessive calcium or thrombus in the sealing zone. Reportedly, they selected the sealing zones according to the IFU. It was reported, that there was a problem during all the procedure due to the difficulty of capturing the gate of the gore® excluder® aaa endoprosthesis featuring c3® delivery system. The physician assumed that this problem might have led to the endoleaks. Reportedly, on (B)(6) 2020, both type ib endoleaks were treated as follows: the distal endoleak at the hgb was treated with a gore® viabahn® vbx balloon expandable endoprosthesis by extending the hgb distally. The distal endoleak at the ceb was treated with a gore® excluder® (type unknown yet) iliac extender endoprosthesis (pll161207) by extending the ceb distally.

Manufacturer narrative:
Patient information was requested. As a best estimate the "date gore aware of event" (B)(6) 2020 was used as the date of the event. As a best estimate (B)(6) 2019 was used as the date of implant. (B)(4). For this event two reports have been transmitted, because two devices are involved. Related MFR report: #3013164176-2020-00023.

Event description:
It was reported to gore that the patient was treated with gore® excluder® iliac branch endoprosthesis at the end of (B)(6) 2019. It was stated that a control computed tomography showed a type 1b endoleak at the distal end of the internal iliac component (hgb161207) and a type 1b endoleak at the distal end of the gore® excluder® iliac branch endoprosthesis (ceb231210). Reportedly, on (B)(6) 2020, both type 1b endoleaks were treated: the distal endoleak at the hgb was treated with a gore® viabahn® vbx balloon expandable endoprosthesis by extending the hgb distally. The distal endoleak at the ceb was treated with a gore® excluder® (type unknown yet) iliac extender endoprosthesis (pll161207) by extending the ceb distally.